Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. It was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the location where the foreign material remained. No physical damage on the location where the foreign material remained was confirmed. The event can be detected/prevented by following the applicable chapters in the instructions for use: the instruction manual operation manual ¿cf-xz1200l/I, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿cf-xz1200l/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.